Event description:
It was reported that a spectrum iq pump was over infusing. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'over infusing' was not reproduced. A review of the event history log revealed a single infusion was programmed during customer use on (B)(6) 2022 at a rate of 40 ml/hour and volume to be infuse (vtbi) of 20 ml. The infusion ran to completion without interruption. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device for flow accuracy testing but did not observe any symptom or potential causes of the reported problem. No action required. Should additional relevant information become available, a supplemental report will be submitted.